Event description:
The customer reported that she received a no delivery alarm that was resolved with a complete set change. It was not possible to troubleshoot as this was a past issue. The no delivery alarm could have indicated a site, set, or reservoir issue or occlusion. The customer's blood glucose at the time of the event was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)